Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could no verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy consider the investigation closed.

Event description:
Patient revised due to loosening of tibial tray, femoral component, osteolysis and polyethylene wear.